Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd insyte¿ autoguard¿ shielded IV catheter safety device malfunctioned as the activation button was pressed three times with force before the needle was released. There was no report of injury or medical intervention reported

Manufacturer narrative:
Investigation results: DHR review previously conducted for (B)(4); results of this review disclosed: this lot (7184758) was built on (B)(6) on 07july2017 through 09july2017 and packaged on packaging (B)(4) and packaging (B)(4) for the quantity of (B)(4). Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Sap (qn) database review: subject code was an s2 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: confirmation of the defect stated in the description of the complaint could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the reported incident. This incident is indeterminate. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.